Event description:
The endopouch string was pulled prior to pulling the thumb ring first to close the pouch. The bag rim broke off in the pt. The rim of the bag was retrieved and there were no consequences to the pt reported.